Event description:
It was reported that the intraocular lens (iol) was faulty as the haptic was turning the wrong way at the tip of the preloaded device. Customer was not able to use the iol for surgery. No further information has been provided.

Manufacturer narrative:
Per regulation (EU) (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore, the information is not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.